Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. A longevity calculation was performed and the overall longevity was within the estimated longevity. The device was cut open for analysis and the battery voltage was depleted. The original battery was returned to the vendor for further analysis; an internal anomaly within the battery was found.

Event description:
It was reported that during follow up, communication could not be established with the device. Premature battery depletion was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.